Manufacturer narrative:
Yesterday she was experiencing hbgs and they needed to call the emergency medical services. Emergency medical services read the blood glucose over 500 at the time, but the time they got to the hospital the labs showed her blood glucose over 700 and she had diabetic ketoacidosis. Document the type of damage: broken. Location of the damage: retainer ring. Device had a majority of the retainer broken off, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. History download was successful using thus and carelink upload was successful. Device had a majority of the retainer broken off and other cosmetic damages. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to a majority of the retainer broken off. The test p-cap/reservoir will not lock in place in the reservoir compartment due to a majority of the retainer broken off. Unable to confirm alleged high blood glucose or diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Received notification on oct 04, 2021, patient experienced hbgs day before and was taken to ER. Ems read the bg over 500 at the time, but the time they got to the hospital the labs showed her bg over 700 and she had dka. Pump was alleged to have physical damage. Device had a majority of the retainer broken off, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test.history download was successful using thus and carelink upload was successful. Device had a majority of the retainer broken off and other cosmetic damages. Unable to complete the functional testing or perform the displacement test, occlusion test and dat test due to a majority of the retainer broken off. The test p-cap/reservoir will not lock in place in the reservoir compartment due to a majority of the retainer broken off. Unable to confirm alleged high bg's/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The hospital was going to allow customer's mother to put customer back on the insulin pump. When caller went to get the insulin pump she noticed the pump was on the floor and the retainer ring was broken. Reservoir was unable to lock in place when inserted into insulin pump.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event date has been updated and provided in b3 section of this report. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that they went emergency medical services due to hyperglycemia. Customer¿s blood glucose level was over 500 mg/dl at the time, but the time they got to the hospital and the labs showed her blood glucose over 700 mg/dl and she had diabetic ketoacidosis. Customer noticed insulin pump¿s retainer ring was broken. Customer stated reservoir was not able to lock in place. The insulin pump will be returned for analysis.